Event description:
Reporting status: malfunction. Reporting rationale: partially dislodged stent has caused or contributed to patient injury previously. Device issue: dislodged stent. It is reported that in an attempt to cross a lesion in the mid lad, the stent did not cross. Another xience v successfully crossed the lesion. No additional event or patient information is available. This event is being filed based on the return goods lab analysis of the device, which revealed a dislodged stent.

Manufacturer narrative:
Result - product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance revealed that the stent delivery system (sds) was returned with blood visible in the guide wire lumen. There was contract visible in the inflation lumen and in the balloon. The entire length of the stent implant was stretched. The stent implant was partially dislodged from the balloon. The stretched proximal row of the stent implant was located on the tip and on the distal taper of the balloon. There were faint crimp marks on the balloon between the markers. The balloon was loosely folded. The distal end of the balloon was wrinkled. There was no other damage noted to the sds. The protective sheath was not returned. The tip seal length was measured and met manufacturing criteria. The stent implant out diameters were not measures due to the damage to the stent implant. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.